Event description:
It was reported that the insulin pump excessively alarmed no delivery. The caller did not know the blood glucose reading. The customer removed the reservoir and disconnected from the insertion site, then pushed insulin through with the plunger. The caller noted that a bit of resistance was felt, but was able to push insulin through the tubing. Upon running a fixed prime, the insulin pump alarmed no delivery. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.